Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The patient was unconscious at home and emergency medical services (ems) was unable to revive them with cardiopulmonary resuscitation (CPR). The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2022. The cause of death was unknown. The patient was found unconscious at home and emergency medical services (ems) was unable to revive the patient with cardiopulmonary resuscitation (CPR). An autopsy was not performed. It was reported that the patient outcome was unlikely related to the device and the pump had operated as intended. It was also reported that heartmate 3 lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jan2019. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.